Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; PMA/510(k) number - unknown; manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a surgical complication occurred. Should additional information be received regarding the procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Manufacturer narrative:
There are warnings in the package insert that state that these types of events can occur: ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-05995 and 1825034-2014-08053).

Event description:
It was reported that patient enrolled in a retrospective clinical study underwent right femoral resurfacing procedure on (B)(6) 2006 due to dysplasia. Subsequently, patient experienced dislocation, which was treated by closed reduction. Additional information received reports patient was revised (B)(6) 2009 due to unknown reasons. The cup and head were removed and replaced.

Event description:
It was reported that patient enrolled in a (B)(4) study underwent right femoral resurfacing procedure on (B)(6) 2006 due to dysplasia. Subsequently, patient experienced dislocation, which was treated by closed reduction. No revision has been reported.